Event description:
It was reported by sales rep, "I did a demo today with product and the safety mechanism did not engage." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 127300 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by sales rep, "I did a demo today with product and the safety mechanism did not engage." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure to activate was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 45mm intraosseous needle. The sample was received assembled with the stylet inlaid through the needle. Light usage residues were observed. The stylet was not fully inserted into the needle, leaving a gap between the stylet bevel and needle bevel. A corresponding gap was observed between the needle luer and the stylet housing. Microscopic inspection of the sample confirmed that the stylet was not fully inserted into the needle. The safety mechanism remained within the stylet housing when the stylet was withdrawn from the needle. The safety mechanism functioned as intended following proper assembly of the needle/stylet. The initial failure of the safety mechanism to engage appeared to be caused by the safety mechanism not being properly engaged with the needle luer adapter. It appeared that the components were not properly mated during device assembly. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by sales rep, "I did a demo today with product and the safety mechanism did not engage." No other information was provided.